Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, the product return and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the device has a calibration problem of the cutting height. It does not match to the desired setting. The sample thickness is too big. There is no report of any known impact or consequences to the patient.

Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). This report is being filed to relay additional information. The following fields were updated/ corrected: b4, b5, d4, d10, g4, g7, h2, h3, h4, h6, h10. The reported event was confirmed by the service technician who performed the evaluation and repair. The customer returned a zimmer air dermatome serial number (B)(6) for evaluation. Evaluation of the device on 17 october 2019 noted that the control bar was out of position and that the needle bearing and neckpiece were worn. Upon further inspection of the device, it was found that the spring seal was damaged and that the device was out of calibration at the zero setting. Repair of the dermatome occurred on 4 december 2019 and involved replacing the needle bearing, shaft bearings, sleeve bearings, spring seal, neckpiece as well as repositioning the control bar and recalibrating the device. The technician then tested and verified that the device was functioning as intended, then returned the dermatome to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the control bar was out of position, which would cause the blade to not sit properly on the dermatome and therefore allow the device to harvest a thicker graft than intended, it cannot be determined from the information provided as to what caused the control bar to fall out of position. As such, a specific root cause of the reported event cannot be determined. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.